Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose value. Customer got up this morning sugar was 208 mg/dl. Customer said whenever blood glucose value was 200 mg/dl, she gave 2.0 units of insulin. Last night and her blood glucose value was 50 mg/dl or fifty something and the customer treated for the low with a giant spoonful of honey roasted peanut butter was soaking wet. Customer¿s blood glucose value at the time of incident was 208 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service was dispatched as a result of high blood glucose value. The drive support cap was normal. Insulin pump will not be returned for analysis.